Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, a clicking/popping sensation with each step, elevated ion levels and inflammation.

Manufacturer narrative:
The unknown femoral stem was reported in error. Depuy has been notified that the stem was competitor product.